Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer¿s representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient no longer used their device and the battery was at the end of service (eos). The device was explanted and the issue was resolved. No further complications reported.